Event description:
It was reported to the manufacturer that the vns pt's device showed high lead impedance during diagnostic testing in 2007. There was no pt manipulation or trauma at the device site that could have contributed to the reported event. It is unk if x-rays views of the device were taken prior to surgery to assess the integrity of the system. The pt went through full revision surgery. The explanted device has been returned to the manufacturer for analysis. Analysis is currently pending. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.